Event description:
Same patient as MFR report #: 2134265-2009-04253. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis for the second time. The (B)(6) 2008, index procedure treated three target lesions. Target lesion one was a de novo, 3.5x20mm 100% stenosis of the proximal rca (right coronary artery). Target lesion one was treated with pre-dilation with three balloons to a maximum of 15atm (maximum balloon dimensions: 3.25x20mm) and placement of a 3.5x24mm taxus express2 stent resulting in 0% residual stenosis and a well positioned, well expanded stent. Target lesion two was a de novo, 3.5x26mm 90% stenosis of the mid rca. Target lesion two was treated with direct stenting using a 3.5x32mm taxus express2 stent deployed at 14atm and post dilated with the stent delivery balloon to a maximum of 14atm resulting in 0% residual stenosis and a well positioned, well expanded stent. Target lesion three was a de novo, 3.5x28mm, 90% stenosis of the distal rca. Target lesion three was treated with predilation using two balloons to a maximum of 15atm (maximum balloon dimensions 3.25x20mm), a 3.5x32mm taxus express2 stent deployed at 14atm, and post dilation using the stent delivery balloon to a maximum of 14atm resulting in 0% residual stenosis and a well positioned, well expanded stent. The patient was discharged three days post procedure. The patient returned in (B)(6) 2010 with no ischemic symptoms and restenosis of the mid rca for the second time. A 3.5x26mm, 75% stenosis of the mid rca was treated with a promus stent resulting in 0% residual stenosis. The physician felt that the event was definitely related to the taxus stent. At the three year study follow up in (B)(6) 2011, the patient had no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).